Event description:
It was reported that, two days post implant, the right atrial (ra) lead had dislodged. The physician had requested a toned lead at implant. The lead was explanted and replaced with an active fix lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted: (B)(6) 2014; 638rl30 heart ring, implanted: (B)(6) 2014; 505da22 mechanical valve, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.